Event description:
It was reported that the pt experienced two past overdischarge episodes. A third overdischarge occurred approximately three weeks ago. It was also reported that the pt charges more than expected and the recharge interval did not appear to be appropriate. The pt would recharge at 8 bars for about 7 hours each day. It was reported that after full charging, the stimulation would only last for about 3 hours. After this time, when the stimulator was checked with the pt programmer, it indicated that the battery needed to be charged again. The pt status was reported as fair. No patient symptoms, treatment, or outcome was reported. Additional information has been requested from the health care provider, but was not available as of the date of this report.